Event description:
While at home, upon waking up, the pt felt the fixator was loose. X-rays revealed that the bone screw had broken. The fixator was removed and a cast was applied. There was no injury to the pt.